Event description:
It was reported that during an initial implant, diagnostics indicated the device had high impedance and the representative instructed the surgeon to irrigate the nerve and diagnostics were run again and still indicated high impedance. The representative instructed the surgeon to check to make sure the lead pin is fully inserted into the generator and while attempting to unscrew the setscrew, the septum plug came off with the wrench. The generator was then explanted and a new generator was implanted. It was stated that the surgeon believed that the septum plug issue may have been the reason for the high impedance. Device history records were reviewed for the generator. Any recorded defects were rectified and generator was approved prior to release the device passed all functional specifications and quality tests and were sterilized prior to distribution. The generator has been received by (B)(4) and analysis is underway but has not been completed to date. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Programming history data was received and reviewed for the generator and showed that system diagnostics were run twice successfully during surgery and both resulted in high impedance. No additional relevant information has been received to date.

Event description:
Generator analysis was completed on the returned generator. Received visual condition indicated that the septum was not cored, but shows damage on the underneath side (which suggest the setscrew was extracted up into the septum). The reported high impedance generator suspected issue was not verified in the product analysis (pa) lab. The generator was confirmed to be at normal battery condition (intensified follow-up indicator (ifi) = no). The reported detached septum plug was confirmed in the pa lab. The returned septum meets specification requirements and the pulse generator header septum cavity meets specification requirements. Therefore, a root cause for the condition could not be determined. There were no performance of any other type of adverse events found with the pulse generator. The generator worksheet was received and there were no issues observed other than noted septum damage. In the data downloaded from the generator, it was noted that the last 25% change in impedance was from a good impedance value to a high impedance value on the date of surgery and the product was opened but not used, thus the high impedance does not indicate a device malfunction. Information was received stating that a generator diagnostic was not performed as the septum plug was off before there was a chance to test the generator in addition to the initial test. It was reported that excessive force was not used, and that the representative was next to the surgeon when he unscrewed the set screw and the plug came off at that time. It was reported that the surgeon did try to fiddle with the set screw and plug trying to get it back into place. No additional relevant information has been received to date.